Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This is being filed to report the clip jumping. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds) (lot 10506r135), after establishing final arm angle (efaa) the clip would not open. The arm positioner was closed, the lock cycled and the clip jumped open. The device was not used. Another cds (lot 10611r264) was advanced and placed on the mitral valve. Post deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Another clip was implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficulty opening the clip or clip jumping could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.